Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2,000mcg/ml, 451mcg/day, for intractable spasticity. The patient underwent a difficult pump refill on (B)(6) 2015. Following the pump refill, fluid was leaking out of the patient's skin and the area was swollen. A pocket fill was suspected. It was later stated that while filling the pump, "some of the drug went subque". Imaging was unavailable. The hcp accessed the pump reservoir and was able to withdraw 15-16ml. The pump was then refilled with a full 40ml of drug. It was also planned to decrease the dose to 100mcg/day. Then the patient presented to the emergency room with difficulty breathing and was admitted to the hospital. The hcp wanted assistance in programming the pump to the stopped mode. Additional information received from the physician's office indicated that the patient was also being treated with the following medications at the time of the event: sertraline, amantadine, coumadin, percocet (1 tab q 6 hr), potassium chloride, brochomorphine, albuterol sulfate, tylenol, phenobarbital, colace, lactobacillin, and metoprolol. The patient's medical history included anxiety, seizures, dysphagia, tachycardia, aphasia, quadriplegia, status/post motor vehicle accident with traumatic brain injury c3-c4 fracture with anterior fusion. Regarding what troubleshooting was performed in relation to the refill difficulty and pocket fill, and what was the cause of the refill difficulty, it was noted the patient had thick subcutaneous tissue which made it difficult to access the pump. Actions/interventions taken to resolve the issue of breathing difficulty included the patient was admitted to the hospital and was monitored in the hospital. The pump issue and patient symptoms had been resolved.

Event description:
Additional information was received from an hcp and consumer via a representative. The patient's mom called and made an appointment for a pump refill; however this was not their normal refill center. The registered nurse (rn) at the office would not reveal the name of the doctor the patient saw for the last refill. The patient's mom described a difficult refill and felt that maybe the drug went subcutaneous. The rn did not know if there were any symptoms of pocket fill. She did not have a lot of information at the time of the call. She did say that there had been no signs of baclofen withdrawal at this time. The refill of pump was planned, but date was unknown. The hcp was planning to extract medications from the pump to determine if there was a pocket fill and do a refill in his office. They were working on ordering a drug kit now. It was unknown if the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to be obtained as well as the baclofen lot number. The patient's status was "alive- no injury" surgical intervention did not occur and was not planned. If additional information is received, a follow-up report will be sent.